Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and does not reboot, it is continuously re-initializing. The receiver case was opened, the moisture indicator was activated and foreign object damage was observed. The reported event loss of connection was confirmed. A root cause could not be determined.